Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was in an incorrect position. A field service engineer found that an fh legacy drawer in position 5 on the main cabinet was affected by closing position issues. The field service engineer replaced the position sensor and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.